Event description:
It was reported that there was no event. The pump was explanted and not replaced, as the patient had not been using the pump. The devices were returned and underwent routine analysis. The pump system contained preservative free normal saline (pfns).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the catheter found sc connector coring-tears-cuts in seal, which met leak criteria.